Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within range on the date of the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced the defective integrated multi-sensor technology (imt) rotary valve unit. The cse calibrated the flow rate and ran dilutions check, which passed for all tests. The customer care center (ccc) reviewed the instrument data provided following service and concluded the issue was resolved by the replacement of the imt rotary valve unit. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. The patient samples were flagged due to their anion gap calculations. The discordant sodium results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension exl instrument, resulting higher and as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.